Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Concomitant medical products: left-mentor memorygel, 800cc silicone breast implants, catalog number 3505800bc serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast augmentation with mentor memorygel, 800cc silicone breast implants which the right side malpositioned after implantation. The MRI examination confirmed the issue. As a result patient had lateral displacement surgery to correct the issue. Patient indicated satisfaction after the corrective surgery. The date of surgery is unknown.

Manufacturer narrative:
Additional information received on september 18, 2018 indicated that the patient experienced bilateral device migration. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).